Manufacturer narrative:
Follow up on the removal status was not possible due to non-response from the user. As a result, the reported incident could not be confirmed. H6 results code was updated to 3221. H6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On jan 28th 2020,senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.